Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported air in line alarms, but were confirmed through review of the event history log. No correction action has been taken at this time and no component causality was found.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.